Event description:
It was reported that during removal of the epidural catheter from a pt that had just delivered a baby, the catheter separated and a portion remains in the pt. There were no further complications.